Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device self-discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device activity logs were reviewed for the reported event of unintended discharges. Log analysis confirmed two appropriate charge and discharge events on 3/5/2026 following shock button activation by users. A 30j self test at approximately 0530 and 120j clinical shock at 0755. No additional or spontaneous discharges were identified. Functional evaluation, including bench handling and defibrillation cycle testing, revealed no discrepancies. The device performed within specifications, and no faults were found. The reported issue of the device discharging on its own was unsubstantiated, as all recorded discharges were user-initiated and expected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.